Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu assembly and associated power supply connections were evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost fluoroscopic functionality and failed to boot up when attempting to regain functionality. No patient serious injury or death was reported related to this event.